Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head presented a blurry image and a b30 scope communication error on the screen. The issue occurred during reprocessing of the device. There was no patient involvement.

Event description:
It was reported the camera head presented a blurry image and a b30 scope communication error on the screen. The issue occurred during reprocessing of the device. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the blurry, flickering image was due to a bad cable. The most probable cause of the complaint is traced to component failure. Olympus will continue to monitor field performance for this device.